Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) stated that she thought she was fully connected to the patient line but it was a loose connection and came apart. After the hc started alarming, the hp reconnected and called baxter. The baxter technical service representative (tsr) explained the alarms and had the hp cycle power 2 times to clear them. The tsr then explained that the supplies were compromised and the hp would need to start over with new supplies. The tsr then advised the hp to call the registered nurse (rn) as soon as possible and let her know what happened. The hp understood the explanations and cleared the alarms and would start over with new supplies. They would call the rn and the hc was okay. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Additional information: the problem was confirmed. The root cause was loose connection. The label review found the labeling adequate for the suspected use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.